Event description:
A user facility reported to olympus that the lamp "burst" and the device switched to the emergency lamp. The intended procedure, a therapeutic cystoscopy, was completed using the same device. When the device was checked following the procedure, the lens surface of the lamp was noted "cracked." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the main lamp burst and did not light due to lamp failure; the lamp usage life was determined to be 500 hours. In addition, the evaluation found poor appearance of the chassis and lens coating peeling due to lens failure. . The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to the long term use of the lamp. It was found that the lamp exploded at inspection and that the lamp usage exceeded 500 hours. Olympus will continue to monitor field performance for this device.